Manufacturer narrative:
E1 initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mm x 3.25mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon bursts. There were no patient complications.

Manufacturer narrative:
E1 initial reporter address 1:no. (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. The device has not returned for analysis, and no image or procedural media was received from the customer. Additional information was requested from the customer regarding the reported event however, no new information was received. A clear conclusion for the reported balloon material rupture cannot be established, nor can the allegation be confirmed.

Event description:
It was reported that a balloon rupture occurred. A 10mm x 3.25mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon bursts. There were no patient complications.